Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported 322 link error can't be cleared, which was reproduced during evaluation. A review of the event history log identified 322 link errors. The cause was determined during a visual inspection to be a loose lower link switch. The lower link switch was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.